Event description:
It was reported that the pump was replaced. The patient outcome was unknown. The drug used in the pump was unknown.

Manufacturer narrative:
Concomitant: product ID 8709, lot # j10846r07, implanted: (B)(6) 2001, product type catheter. (B)(4).